Event description:
Customer states that when testing a proficiency sample on the provue a unit was tested compatible (neg) on the provue and incompatible 1+ in tube with peg (poly-ethylene-glycol) enhancement.